Event description:
It was reported that the patient had a visit with their healthcare provider (hcp) on 2015 (B)(6). The hcp told the patient to set up an appointment to have her pump read as to when it should be refilled. The patient had been hearing an alarm on the morning of the report, and did not know if it was her pump or something in the house. It was later reported that the patient went in on ¿thursday¿ for an appointment, and the pump was completely empty. The pump was supposed to be filled on 2015 (B)(6) and the medication ran out completely. The patient had pain on ¿friday¿ and thought it might go away since it was just refilled, but the patient stated it never went away and she suffered all weekend with a pain level of a nine, and it sometimes would go beyond a 10. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).